Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unconfirmed via visual examination. The device and packaging is conforming to its specifications. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. No product problem has been identifed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the incoming inspection member at the distributorship found air bubbles in the sterile seal. There was no patient involvement.